Manufacturer narrative:
(B)(6). Device repairs for implementation of (B)(4).

Event description:
The customer reported that their surveillance experienced the 2018 adt reboot issue. There was no patient incident.